Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing of noisy signals and recorded one untreated episode with noise. The clinic reprogrammed the device from alternate sensing vector to the primary sensing vector. Subsequently the patient received another inappropriate shock in the primary sensing vector. A walking test was performed, noise was reproducible in all vectors, with the secondary having small amplitudes. The patient was left programmed primary. Technical services (ts) was consulted, discussed how the noise appeared to have started early 2025 and that could be the s-ICD or electrode moving. This s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received, an x ray was performed and the electrode tip was noted to be high which would explant why the sense a node was having difficulty sensing the heart. A later image showed the this s-ICD had migrated more anterior and this could explain why there may be more noise now. Ts discussed that the most useable vector right now is the primary sensing vector. No further inappropriate episode had been seeing since the patient was programmed to the primary sensing vector. This s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing of noisy signals and recorded one untreated episode with noise. The clinic reprogrammed the device from alternate sensing vector to the primary sensing vector. Subsequently the patient received another inappropriate shock in the primary sensing vector. A walking test was performed, noise was reproducible in all vectors, with the secondary having small amplitudes. The patient was left programmed primary. Technical services (ts) was consulted, discussed how the noise appeared to have started early 2025 and that could be the s-ICD or electrode moving. This s-ICD system remains in service. No additional adverse patient effects were reported.